Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood. The blood glucose level was 41 mg/dl. Customer blood glucose was 224 mg/dl and 180 mg/dl. Customer also complained for change sensor and calibration not accepted. Troubleshooting was decline for low blood glucose. The insulin pump will not return for the analysis. The sensor will return for the analysis.